Event description:
The surgeon performed a resectoscope procedure on a pt, when the pt came in for a post operative procedure it was noted that he had irritative voiding, the surgeon was prompted to do a cystoscopy. During the procedure, he found the tip of the ceramic scope that had broken off at the time of the initial procedure, he was able to remove it without any additional harm to the pt.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.